Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined. The patient was readmitted from (B)(6) 2024 due to sustained ventricular arrhythmia that required defibrillation/cardioversion. Additional information regarding the event was requested from the account; however, no further information will be provided by the hospital. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use rev. A contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had continuous ventricular arrhythmia requiring defibrillation or cardioversion. Oral medication adjustment was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.